Event description:
Information was received from a consumer regarding a patient who was receiving an unknown drug at an unknown concentration and dosage via an implantable pump for non-malignant pain. On (B)(6) 2016, it was reported that the patient went through withdrawal. The patient reported that the healthcare provider's office had difficulty processing their insurance, resulting in a bill to the patient, and let the patient go through withdrawal when the patient wouldn't pay the bill. The withdrawal occurred earlier the prior week. The patient also noted that they had a refill appointment scheduled for that day, but no one in the office could perform the refill so their refill was rescheduled for (B)(6) 2016. The drug causing the withdrawal was unknown. No interventions were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.